Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil was found at 8.2 ¿ 8.4 cm from the connector pin and the suture tie impression at 10.7 cm from the connector pin. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.